Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient was taken to the pediatrician for an allergic reaction that tuned into an infection. The sensor was inserted at the abdomen on (B)(6) 2015. The allergic reaction was first noticed on (B)(6) 2015 and looked like a bee sting, as the skin was red and raised. The pediatrician prescribed clindamycin and a topical ointment to treat infection. Patient's mother is waiting for the site to heal before inserting a new sensor. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. The dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. However, a definitive root cause for the reported event cannot be determined.